Event description:
It was reported that the customer went into cardiac arrest and was hospitalized. The caller stated that they want to have him back on the insulin pump. It stated that the customer was told at the hospital that the insulin pump was malfunctioning, which caused his blood glucose to rise. They removed the insulin pump from the customer and it was never seen again. It was stated that the customer did not feel well, lethargic and was not eating. The customer was readmitted for pneumonia. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.